Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was intermittently not powering on. The patient tests his blood glucose 4-5 times a day. He takes "novolin-r" insulin on a sliding-scale 4-5 times a day. He usually takes a total of 40-50 units of "novolin-r" insulin throughout a typical day. In addition, he takes 40 units of "novolin-n" after dinner which is typically around 7:00-8:00 pm. One day earlier, in the evening, the patient tried 12-15 times to test his blood glucose with the reported meter, but was unsuccessful. The patient ate dinner around 7:00-8:00 pm that night and since he could not test his blood glucose, he estimated on how much insulin to take. That night, he took 40 units of the "novolin-n" insulin, plus 20 units of "novolin-r". The patient stated that at times, if his blood glucose were really low, he would lower the dosages of his insulins or just withhold the medications all together. Also, at times, he would eat a snack before going to bed. On the night of the event, the patient did not eat a snack. At around 4:00 am the next morning, on the original date, 2007, the patient woke up feeling light-headed, dizzy, disoriented, and tired. He attempted to test his blood glucose 6-10 times that morning until he was able to get the meter to work. The patient obtained a meter reading of "54 mg/dl." The patient administered self-care by eating food. He retested his blood glucose around 5:30 am and was able to get a result of "118 mg/dl." The patient did not attempt to test his blood glucose with another meter. The reported issue was not resolved. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that he suffered a hypoglycemic episode since he was unable to test his blood glucose with the reported meter the night before the event. The patient claimed he estimated on how much insulin to take in that evening and later developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.